Event description:
It was reported that this right atrial (ra) lead was explanted due to high thresholds and noise was occasionally noted. Another ra lead was successfully replaced as well as the patient is atrial dependent. No additional adverse patient effects were reported. The lead is not expected to return for analysis.